Event description:
During catheter placement, catheter wrinkled when guidewire was removed. Then catheter leaked when flushed. During attempt to remove catheter, resistance was met. The pt was taken to the hsp where the surgeon made an incision to remove the catheter from the pt's arm. It was reported that the catheter had a knot in it.